Event description:
Litigation papers allege:sustained and continues to suffer economic damages (including medical and hospital expenses), severe and possible permanent injuries, pain, suffering and emotional distress.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
**Update** (B)(4) 2012: plaintiff's preliminary disclosure form was received. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 7/24/2014 - medical records received for both hips. Upon revision of the left hip, white fluid, granuloma tissue and metallosis staining were noted. Both revision reports indicate that upon revision, no corrosion was found; however, the left revision report mentions that there was corrosion on the right hip stem. As the initial revision report for the right hip specifically states that there was no corrosion on the stem, this information will remain. The information received does not change the MDR decision. This complaint was updated on: 08/19/2014.

Event description:
**Update** (B)(4) 2013- sales rep reported revision surgery. Patient was revised to address elevated metal ion levels. The complaint was updated on: (B)(4) 2013.